Event description:
Healthcare professional reported an event where juvederm ultra xc had ¿the needle popped off the syringe¿ during injection. Patient contact was made. No injuries occurred. No other information provided.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported an event where juvederm ultra xc had ¿the needle popped off the syringe¿ during injection. Patient contact was made. No injuries occurred. No other information provided.